Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Per information provided.: (B)(6)2006 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." (B)(6)2016 - patient was diagnosed with recurrent incisional hernia and umbilical hernia thereby underwent open repair with explant of bard flat mesh (device #1) and implant of ventralex mesh (device #2) and ventrio st mesh (device #3). Per op notes, "the prior mesh (device #1) had rolled up on itself. The omentum were freed up and the mesh (device #1) was removed, a ventralex mesh (device #2) was placed and sutured. In the umbilical defect, a ventrio st mesh (device #3) was placed and sutured." (B)(6) 2016 - patient was diagnosed with infected umbilical mesh thereby underwent open repair with explant of ventrio st mesh (device #3). Per op notes, "the ventrio st mesh (device #3) under the scar tissue was visible with a pus pocket around it. The ventrio st mesh (device #3) was detached from all the sutures and removed."